Event description:
Embolization treatment of an internal carotid artery aneurysm with onyx. It was reported post procedure, the patient experienced blindness in right eye and no peripheral vision in left eye.

Manufacturer narrative:
The device involved in the event will not returned for evaluation as it was consumed I n the event. (B)(4)